Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3877-45, lot# 207267723, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: extension. (B)(4).

Event description:
The healthcare professional (hcp) reported through a manufacturer representative the patient experienced a "loss of stimulation." It was stated there was "no troubleshooting" performed. The patient's lead and extension were replaced as a result of the event and the issue was resolved. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device evaluation: analysis of the lead found that connectors #0, #4, and #7 were ¿broken 2.8 cm from the proximal end.¿ analysis of the extension found that connector #0 was ¿broken at the extension connector block.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.